Event description:
A patient was undergoing an upper endoscopy. During procedure of fine needle aspiration, the handle broke, and the needle could not be retracted into the sheath. The catheter and needle were pulled out of the endoscope and another needle was used to finish the procedure. During the process, a tear in the stomach lining was noted. Two olympus clips were placed across the tear with complete closure. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).